Manufacturer narrative:
It is unknown at this time if the device will be returned as the hospital is trying to locate the device. If the device returns at a later date, a supplemental report will be forthcoming. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. Lot number was not provided; therefore review of the manufacturing records could not be completed. It is common clinical practice to inspect all products before usage. These products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise during use. If the pressure tubing becomes detached, it will affect the pressure waveform, which will immediately alert the clinician to begin the troubleshooting process. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised to consider the potential benefits in relation to the possible complications. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that when the tubing of a disposable pressure transducer (dpt) was pressurized in order to obtain cvp measurements, it became disconnected. This resulted in a backflow of blood and approximately 50-75ml was lost. No alarm sounded. No harm to patient was observed.